Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reporter has declined to provide allergan further information regarding event, product, or patient details. Reason for reoperation: "aggressive capsular contracture in the right breast with radiation of pain into right shoulder," "post operative hematoma," and concern for textured implant device.

Event description:
Patient representative reported right side "aggressive capsular contracture in the right breast with radiation of pain into right shoulder," "post operative hematoma," and "increased risk of alcl." Device has been explanted.